Event description:
The recipient was reportedly experiencing pain with and without device use. Programming adjustments were made, however, the issue was not resolved. The recipient has ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed.

Manufacturer narrative:
The external visual inspection revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of pain and overly loud sensations could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This is the final report.